Event description:
The reporter contacted animas on (B)(6) 2014 reporting a loss of prime. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
(B)(4). Device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: evaluation revealed that loss of prime with non-zero force recorded in the black box. Loss of prime accorded during investigation. Force sensor calibration reading was low. Investigators removed force sensor and no internal defects found. Force sensor resistance reading was 8.8k ohms. The display was faded and pink. All of the buttons were intermittently unresponsive. There was no damage to the keypad. Evaluation revealed that there was contamination under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.